Manufacturer narrative:
H3: product analysis found that the device was returned in a yellow plastic bag. Upon return, traces of yellowish/clear residue were observed at the distal end of the device, and traces of clear sticky residue were observed on the tube. It was also observed that the ribbon was creased, and flex circuit was damaged. Electrically, the maximum resistance from electrodes to pins shall be 20 ohms and the actual measurements were: 12.2 ohms (red), 32.7 ohms (red with clear tube), 37.9 ohms (blue), and 26.7 ohms (blue with clear tube) all electrodes were out of specification except red electrode. The device was connected to a nim system, and the distal end of the flex circuit was submerged in a saline solution for electrode/noise test. The electrode check failed right upon connection to the nim, vocalis 2 failed. The noise was also observed on vocalis 2 during the functional test. The returned device failed electrical and electrode checks, and it was noisy. The complaint was confirmed, due to an out of specification condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: annex d/fdc code has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroidectomy procedure, once plugged emg tube electrodes into the patient interface, it failed the electrode check. User switched channels from 1 to 2 and vice versa. Once switched, it failed the electrode check too. Later they tried to change fuse on pi but no difference. There was no visible sign of defect on the tube. The procedure was completed with backup product(s). There was no patient impact.

Manufacturer narrative:
G4:¿PMA / 510(k) #:please note that the involved device is not marketed in the united states; however, it is similar to the united states marketed device (brand name: nim-standard and contact emg endotracheal tubes, product description:8229306 ). H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.